Event description:
Laparoscopic cholecystectomy - "clips twisted with application." Patient status - "no harm". Intervention - "used a new clip applier only."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel and was able to replicate your experience of clips scissoring. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.